Event description:
It was reported to philips that the device indicated the right arm and leg leads were not connected. A spare set of leads were connected with the same results. There was no reported adverse patient impact.